Event description:
The sfa was dilated with a 6mm balloon. The stent was implanted with no reported problems. The stent was post-dilated with a balloon. The final angiography showed a good post-interventional result in the treated vascular segment with good outflow through the arteries of the lower leg. It was later reported that the 80mm stent had a final length of 129.84mm. Duplex imaging at 1 and 6 months showed that the stented vessel area is still present. There was no reported adverse effect to the pt. The pt is in the strong study in (B)(6).

Manufacturer narrative:
The implant procedure notes did not indicate a product problem that would have caused or contributed to the event. Because these events have occurred at one particular hospital, further training regarding vessel preparation is in process to correct the problem. It is believed that prior to stent deployment, the target vessel is not being dilated wide enough to accommodate the stent, resulting in an elongated stent. Additionally, a stent sizing chart is being added to the instructions for use to clarify which stent sizes to use in relation to the vessel size. The manufacturer was notified of this event along with 6 other events on a summary report from the (B)(6) facility in (B)(6). Note that this stent was implanted in (B)(6) 2008. Although there was no reported intervention or injury for this pt, this event is being reported because of a previous stent elongation event requiring intervention.